Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during testing the vasoview hemopro 2, the catheter system of the endoscopic safen vein preparation device was opened to the operation field after the electrical connection is installed during the trial phase until it was fully fired. After the metal part has melted, it closed stopping. The operation continued with another catheter. The product removed from or and a new one is used. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160075 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/02/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the metal tip of the hot jaw. There were no visual defects observed on the cold insulation on the cold jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, and the evaluation results, the reported failure "melted" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent wire" and "peeled; jaw".

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.